Event description:
It was reported that the surgeon inserted a 16.5 se/3.5 diopter aa4203tl toric silicone plate lens and one haptic tore off. The lens was removed with no patient injury. Another same type lens was implanted. The current condition of the patient is good. The cause of the torn haptic was the injector/cartridge.

Manufacturer narrative:
The product petaining to this complaint was not returned for evaluation. However, the lens was returned, and visual inspection found one haptic torn off and missing. There was evidence of clear surgical residue.